Manufacturer narrative:
The customer performed precision testing which was acceptable. The calibration and qc data were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys il 6 results for two patient samples with the cobas 6000 e 601 module. Patient 1: the initial result was 8.71 pg/ml. This result was reported outside of the laboratory and questioned by the doctor. The repeated results were 5.12 pg/ml and 5.79 pg/ml respectively. The customer checked the sample, calibrated the reagent, and performed qc. All were acceptable. On (B)(6) 2021, the sample was repeated with a result of 6.05 pg/ml. This result was deemed correct. Patient 2: on (B)(6) 2021, the initial result was 105 pg/ml. The repeated results were 459.9 pg/ml and 137.4 pg/ml respectively. It is unknown if the questionable result was reported outside of the laboratory or which result was deemed correct. The reagent lot number was 540226 with an expiration date of 30-jul-2023.